Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device had not been working for at least a month, it stopped working, the device was not turning on, and they were looking to have the device removed. It was noted even when the device had been on it had not helped. The patient was not happy about the future hospital cost of the removal and stated that they were going to be in pain for probably 4-5 days. An appointment with the health care provider (hcp) was scheduled on (B)(6) 2017. No further complications were reported.

Event description:
On (B)(6) 2019, information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stim had never worked and the stim had never helped with her symptoms. It was noted that the patient never really used their device due to this issue. In addition, the patient¿s doctor told them that the implantable neurostimulator (ins)/ therapy caused the patient to have lumbar radiculitis. When the patient was at home in her kitchen, she had a ¿very sharp pain in the side¿. This was considered to be a sudden change in therapy and the patient went to their doctor to have a cortisone shot in her back, but that didn¿t help the pain. In the end, the patient wanted their device removed and they were redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated. On (B)(6) 2019, additional information was received from the patient reporting that ¿last night they were not able to sleep or lay down¿. The patient stated their stimulation was currently turned off, but it ¿didn¿t matter.¿ the patient stated that they talked to their doctor today and they told them that all of their problems they had was because of their implant. The patient stated that thestimulation had been ¿going haywire since implant¿ and then stated that it was since ¿(B)(6) 2019¿. The patient stated that ¿something hit them when they were in the kitchen, it hit them on the side¿. The patient then added that ¿it hit them in the side like a shot gun¿ and then clarified a ¿sharp pain in the side¿. The patient reported that ¿stimulation never worked since implant¿. The patient was redirected to follow-up with their healthcare provider (hcp) regarding their symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.